Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a puddle of diluted wash concentrate under the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) assisted the customer to perform a probe alignment over the telephone. To date, customer has not reported on any further leaking issue after the alignment.

Manufacturer narrative:
(B)(4).